Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that once irrigation was engaged, the suct/irrig cannula set (600340) continued to drip from the cannula. The product was not used in surgery but was tested and found to have leaked.

Manufacturer narrative:
Updates fields: d4 (UDI#), d4 (lot#). Corrected field: d4 (serial number). Two suction/irrigation cannula set (10/5) (600340) were returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported issue were identified. Failure analysis - visual and functional evaluation were performed. The returned cannulas were in used condition with the irrigation valves stuck in place. The valves could not be disassembled by hand. When water was pumped through the irrigation valve, there was no leakage out of the end of the tubes. Supplier evaluation was performed and identified that the shape of the trumpet valve may allow leakage due to a gap between the shaft and the sleeve. No additional risk was identified from leakage and the supplier stated that leakage is an expected outcome. Lubrication of the valves can help to create a stronger seal. Per the instructions for use (IFU), "the use of an instrument lubricant, that is compatible with the method of sterilization to be used, is recommended before instruments are sterilized... Note that ultrasonic cleaners remove all lubrication; therefore this maintenance procedure should be done routinely after ultrasonic cleaning and before sterilization." Root cause - the reported complaint was confirmed. It was determined that the irrigation valve buttons were stuck and unable to function due to rough handling or removal of parts. Water leakage is an expected result of use of the device. No manufacturing, workmanship or material deficiency has been identified.

Event description:
N/a.